Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been one similar event for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left knee was revised due to soft tissue instability. A triathlon pkr knee was revised to a triathlon ps knee and asymmetric patella. Rep provided the primary and revision usage sheets and confirmed that no further information will be released.

Manufacturer narrative:
Lot review correction - no other similar events: reported event an event regarding instability involving a triathlon femoral component was reported. The event was not confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left knee was revised due to soft tissue instability. A triathlon pkr knee was revised to a triathlon ps knee and asymmetric patella. Rep provided the primary and revision usage sheets and confirmed that no further information will be released.